Event description:
Procedure: tonsilectomy reportedly, the pt was burnt on the back right shoulder. There was a straight red line approximately 2 1/2" by 1/4" with black charring running the length of the line in the center. The facility reports a black pea shaped charring on one end of the line. Two days post operative there was peeling and blistering of the skin. The burn was treated with antibiotic ointment and the pt was administered a pain medication. Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information.